Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily tortuous, moderately calcified and 99% stenosed. A xience prime 3.5 x 38 mm was deployed and an edge dissection was noted. Another xience stent was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.